Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced to dilate the lesion. However, during the first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with a stopcock. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerbands, proximal weld and hypotube were microscopically inspected. Inspection revealed a burst in the balloon material that was 7mm in length and numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 2.75mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.